Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the vibration when connecting burrs to bone could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was determined that the device failed cutter insertion as the cutter could not be fully inserted into the device. It was also noted that the nose tube could not be fully disassembled and that the bearings were worn. It was determined that the device failed cutter insertion was caused by the bearings being worn out and loose-creating a situation where the cutter was not able to be inserted. It was determined that the bearings were no longer in axial alignment which did not allow the cutter to pass through. The nose tube could not be disassembled due to corrosion inside the nose tube. It was determined that the worn bearings were due to normal wear over time. The assignable root cause was determined to be due to wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that during an unspecified neck/spine surgical procedure, it was observed that the motor device and attachment device vibrated while connecting the cutter devices to the bone. According to the reporter, the surgeon would touch the bone and the cutter device would jump. There were no delays to the surgical procedure. Spare devices were available for use. The surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.